Event description:
It was reported by the patient that he underwent a hernia repair procedure in 2003 and mesh was implanted. The patient states that he felt very uncomfortable for the last six years. He underwent surgery (B)(6) of 2013, to have the mesh removed. During the procedure it was noted that the mesh had balled up. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) - a portion of the mesh was removed on (B)(6) 2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.